Event description:
Information was received indicating that upon powering on a smiths medical medfusion 3500 syringe pump, the check syringe flange sensor error occurred. Diagnostics were performed indicating that the sensor was found true when it is unloaded as it toggles between true and false when the flange is manipulated. Cracks to the case were also reported as it was suggested that the unit was dropped. There were no reported adverse effects or patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in slightly damaged physical condition. The top case was cracked and a screw mount was broken off. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was replicated. There was noted contamination on the ear clip and spring and noted damage from an impact on the top case. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
No information has been provided to date this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other, other text: additional information h7, h9; d5 is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).